Event description:
It was reported to philips that the system was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. As a part of troubleshooting, fse found that the flex vision pc was not booting, and a big artifact appeared on the screen. Fse suggested to replace the flex vision pc and the hard disk, but the customer has canceled the service contract, and no further action has been taken by philips. To date, no reports of the event have been received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.